Manufacturer narrative:
The instructions for use which accompany this device provide guidance and recommended pattern for tracer registration. Training on proper registration technique has been provided. This doctor has used the fusion system for many years and has had multiple successful cases with the system. After this specific incident, a medtronic representative covered two cases with this surgeon and no issues occurred. Since then she has performed subsequent cases with no problems.

Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Navigation system navigated accurately on a resin head for both deep and superficial anatomy with the tracer probe and straight suction. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2015 software investigation completed. Findings are that the tracer pattern is not optimal for an accurate registration. There is no tracing down the nose and the user did not trace far enough along the sides of the head. Software is functioning as designed. Use error. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, an inaccuracy of 3 to 4 millimeters was alleged. The surgeon was using tracer registration. No further details were provided. There was no delay of therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.